Event description:
On (B)(6) 2015, it was reported to animas that the pump had a battery life issue. There was no adverse event associated with this complaint. No additional information was available. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 05/14/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: the black box data from the event date had been overwritten due to continued pump use. A review of the available pump history and black box data revealed no evidence of short battery life. The battery compartment was observed to be intact. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump was able to maintain power with the returned battery cap installed. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.